Manufacturer narrative:
Concomitant medical products: 5071-53 lead, implanted: (B)(6) 2008; d224trk crt-d, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that insulation cracks were noted on both the right ventricular (rv) and superior vena cava (svc) coils of the rv lead. The rv lead parameters were normal before the insulation issue was noticed and after repair. The insulation was repaired utilizing a repair kit, and the rv lead remains in use. No patient complications have been reported as a result of this event.